Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample processed using vitros troponin I es reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 2890 performance issue is not a likely contributor to the event. Continual analysis of complaints has not identified any signals that would suggest there is a systemic issue with vitros tropi es reagent lot 2890. However, the customer does not process a control fluid with a troponin I concentration below the url. Therefore, the performance of the vitros tropi es reagent lot 2890 below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue cannot be entirely ruled out. In addition, pre-analytical sample processing could not be ruled out as a contributing factor. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Vitros tropi es within run precision testing performed by the customer yielded results that were within acceptable guidelines for the instrument. Therefore, the vitros 5600 integrated system was performing as intended and can be ruled out as a contributing factor to the event.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es (tropi es) result from a single patient sample processed using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Patient sample result of 1.60 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).